Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant products: 600cc mentor memorygel breast implant, catalog #3507600bc, serial# (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a 600cc mentor memorygel breast implant experienced right sided migration post procedure. The device did not feel as full and was moving around the breast pocket. An official medical diagnosis is still pending. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received on september 22, 2022. Explant without replacement was performed on (B)(6) 2022. In addition to the right sided device migration reported initially, the patient also experienced left sided rupture confirmed through magnetic resonance imaging and several unexplained systemic symptoms. The symptoms were described as unspecified autoimmune issues. This report relates to the right prosthesis. See 1645337-2022-11938 for contralateral prosthesis report. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: generalized illness/ device migration. H6 health effect - clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4).